Manufacturer narrative:
The manufacturer previously reported information alleging that dreamstation device is not blowing dry air and the user alleges they are waking up with a cough. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A dreamstation auto CPAP device was returned to a third-party service center for service. During the evaluation of the device, the service technician observed no evidence of foam particles. The device was scrapped.

Manufacturer narrative:
The manufacturer previously reported information alleging a user of a dreamstation humid device is not blowing dry air and the user alleges they are waking up with a cough. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Despite the three attempts for additional information and to have the device returned for evaluation and investigation were unsuccessful. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
This notification is being reviewed due to an allegation from the user of a dreamstation humid. The user alleges the device is not blowing dry air. The user alleges they are waking up with a cough. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.